Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument energy was not working. The power cable was inspected and changed; however, it was observed during movement of the clamp, the cable was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was confirmed when the conductor wire broke, the surgeon made the decision to continue using the instrument as a grasper only during the same procedure. As routine, a gauge pin was used to inspect the cannula. The instrument was inspected prior to use and there was nothing out of the ordinary. No instrument collisions were observed in a recording of the procedure. No arcing was observed and no patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the reported complaint "cable break." The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The root cause of a broken conductor wire is attributed to a component failure. Additionally, the instrument was found to have thermal damage at one of the grip base. Isi also received an image involved with this complaint. As per the review of the provided image, a dislodged conductor wire at the distal end with no apparent thermal damage was observed.